Event description:
Sales consultant reported that during a zero-p variable angle (va) procedure, the blocking mechanism that is used to block the screw from backing out, did not work properly. Surgeon was not able to deploy the locking mechanism. Surgeon tightened down the screw and the blocking mechanism did not deploy. The surgeon trialed and when placing the implant in, he placed it about ½ in and took an x-ray; surgeon then mounted it further in. There was an osteophyte in the patient anatomy: the surgeon decided to remove it. When trying to remove, the surgeon took an instrument and placed it in the screw hole and tried to loosen enough to place the inserter. The sc reported that placing the coker in the 2 screws hole, possibly caused the blocking mechanism to fail and may have compromised the ability to engage. The surgeon left the implant in the patient and closed, the procedure was incomplete. Surgeon will due diligence and follow up very closely to make sure that the screw does not back out. There are no official scheduled plans for revision procedure. There was no patient injury reported and the procedure was delayed by approx. 10-15 minutes. This is 1 of 1 report for (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. (B)(6). Without a part number the 510k number cannot be provided. The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received.